Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. The pcu event log shows that the pump module received a remote IV request for epochadu to infuse 500ml over 24 hours at 5:53 pm on 18 august 2018. The user then changed the rate to 21ml/hr and started the infusion. The infusion ran until 3:21 pm on 19 august 2018 when the device was channeled off. The volume recorded as being infused during this period was 444.539ml. During the infusion there were multiple air in line alarms (12 instances). After each alarm, the infusion was restarted by the user. The root cause of the customer¿s report of an overinfusion was not identified. Although requested, the device was not returned for investigation.

Event description:
The customer reported that a 482.46ml infusion of chemotherapy (doxorubicin (adriamycin) 22.4 mg, etoposide (vepesid) 112 mg, vincristine (oncovin) 0.74 mg in sodium chloride 0.9 %) was programmed to infuse at an unspecified rate however the solution infused faster than expected. The facility's biomed department tested the devices, and found no issues with them. There was no patient harm.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No devices received, log review only

Event description:
The customer reported that a 482.46ml infusion of chemotherapy (doxorubicin (adriamycin) 22.4 mg, etoposide (vepesid) 112 mg, vincristine (oncovin) 0.74 mg in sodium chloride 0.9 %) was programmed to infuse at an unspecified rate however the solution infused faster than expected. The facility's biomed department tested the devices, and found no issues with them. There was no patient harm.